Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the femoral artery. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre-dilated with an unknown 2.5x8mm balloon. The 3.5x16mm promus element stent was then advanced but was unable to cross the lesion. Upon removal it was noted that the end of the stent was damaged. The lesion was dilated again with the same 2.5x8mm balloon and another 3.5x16mm promus element stent was deployed in the proximal lad. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the femoral artery. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was pre-dilated with an unknown 2.5x8mm balloon. The 3.5x16mm promus element stent was then advanced but was unable to cross the lesion. Upon removal it was noted that the end of the stent was damaged. The lesion was dilated again with the same 2.5x8mm balloon and another 3.5x16mm promus element stent was deployed in the proximal lad. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).